Event description:
During the procedure, due to an issue with the grounding pad not being detected, the procedure was cancelled. The grounding pad was exchanged several times to no resolve. There were no adverse consequences to the patient.

Manufacturer narrative:
One ionicrf¿ generator pn 600165937 was received into the lab for investigation. Ac power was applied to the returned product and a successful post (power on self-test) was confirmed. A review of the system log files confirmed the occurrence of the reported message displayed on the event date of 14jan2022, which was unable to be reproduced during the evaluation period. Log files also confirm multiple and repeated lesions were successfully performed after the reported event date without reoccurrence. Temperature and impedance feedback values were as anticipated for the testing performed. Based on the information provided to abbott and the investigation performed, the occurrence of the field reported issue was confirmed. No abnormalities were reproduced during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The root cause of the reported communication issue and subsequent cancellation could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored.